Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova (B)(4) requested the device back for investigation and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender displayed wrong flow values during procedure. There was no report of patient injury.

Manufacturer narrative:
Additional device information provided: serial number: (B)(4). Unique identifier (UDI) number: (B)(4). Device manufacture date: may 3, 2017. The device was returned to livanova (B)(4) for further investigation. Extensive testing was performed, however the reported issue could not be reproduced. The device worked according the specification. The device was calibrated and returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be reproduced, a root cause was not determined.